Event description:
It was reported that pump experienced malfunction with code 9 and fault ID 0x20f1, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support on how to reset pump, planned to perform reset when charger became available, and was instructed to call back if issue continued.